Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain the lower part of the belly") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criterion medically significant), headache ("headaches") and fatigue ("significant fatigue") and was found to have weight increased ("intake of weight"). In (B)(6) 2019, the patient experienced arthralgia ("joint pain") and neck pain ("neck pain"). At the time of the report, the abdominal pain lower, weight increased, headache, fatigue, arthralgia and neck pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, fatigue, headache, neck pain and weight increased with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.